Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain one, while the hp was not connected. The hp had disconnected from the hc prior to the alarm and reconnected without using aseptic technique after the hc started to alarm. The technical service representative (tsr) reviewed the proper disconnect procedures with the caller as per the user manual. The tsr advised the hp to end the therapy and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is received, a supplemental report will be submitted.